Event description:
It was reported that the patient had brugada syndrome and came in for a device change out. During dft testing, the ICD stopped delivering therapies and a message for possible hv circuit damage was noted. The patient was externally defibrillated. Rf communication with the ICD was lost. Upon interrogation using inductive telemetry, the ICD was found to be in back-up vvi. The device was removed. The patients condition is good.

Manufacturer narrative:
The reported field events of an output anomaly and backup vvi were confirmed in the laboratory. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. Bench testing noted hv output circuit damage. The device image was reviewed and the reset was found to have been caused by a power-on reset. The cause of the power-on reset was hv delivery into a shorted output. The root cause of the output circuit damage could not be determined. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.